Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2004 and mesh was used. On (B)(6) 2010, ams monarc was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided..

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, infection, urinary problems, bowel problems, dyspareunia and vaginal scarring. It was reported that the patient experienced mixed incontinence and a cystocele. The patient underwent mesh excision along with the concurrent procedures of implantation of a monarc mesh, cystoscopy, and anterior repair on (B)(6) 2010. It was reported that the patient underwent mesh excision on (B)(6) 2011 and on (B)(6) 2012 due to mesh erosion. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure to treat prolapse with incontinence, persistant postmenopausal bleeding and a sling was implanted. Concomitantly the patient underwent a transvaginal hysterectomy/bilateral salpingo-oophorectomy, enterocele/rectocele repair, cystoscopy. It was reported that patient underwent robotic assisted laparoscopic abdominal sacral colpopexy and cystoscopy to treat stress incontinence and vaginal vault prolapse on (B)(6) 2011 it was reported that patient had mesh resection on (B)(6) 2011 due to erosion . (B)(4) - recurrent prolapse.